Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the 14fr sheath would not advance.  Upon removal, it was noted that a piece of the dilator was shaved off.  The patient had heavily calcified vessels and the team then used a 16fr dilator to prep the vessel.  There was no patient injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction to UDI number: (B)(4). Four introducers were returned along with the esheath.  One of the 14fr introducer was inserted through the sheath.  Imagery of patient¿s anatomy was reviewed and showed the access vessel were sufficiently sized. However, there was tortuosity present, along with heavy calcification. A photograph of the device after used was provided by the reporter.  The photo shows the introducer and a piece of introducer material separated from the device. Imagery of the device confirms the complaint event for introducer shaft material separation.  Visual inspection of the returned devices was performed and showed the following:  1st 16fr introducer: deep scratch observed, 1.75¿ from distal tip, 6¿ in length, minor distal end damaged; 2nd 16fr introducer also showed deep scratch starting 2¿ from distal tip, 9¿ in length.  As the separated material identified in provided imagery was not returned, engineering was unable to determine to which of the returned introducers was the one shown on the photo. No defects were noted in either device.  Due to the nature of the complaint no functional or dimensional inspection was performed. During manufacturing, the introducer shaft component was 100% inspected for any defects.  These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed no other similar complaints.  A review of complaint history from april 2019 ¿ march 2020 revealed no additional similar returned complaints for introducer shaft separated for the expandable sheath introducer set (all models).  A review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for introducer shaft material separation was confirmed base on provided imagery. Visual inspection of the returned device did not reveal any manufacturing non-conformances. A review of lot history, DHR, and complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. The review of patient access characteristics revealed that the access vessel was heavily calcified. If the vessel is heavily calcified, when inserting the dilator, interaction between calcification and the dilator can lead to observed damage on the device and potentially cause material to separate from the introducer shaft. As supported by case notes, patient factors (calcification) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.